Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation the device experienced delayed keypad. The cause was identified to be failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced delayed keypad. No additional information is available.